Manufacturer narrative:
Ins: model 7426, serial #(B)(4), implanted: 2006 (B)(6), explanted: unknown. Lead: model 3389-40, serial # (B)(4), implanted: 2005 (B)(6), explanted: unknown. Lead: model 3389-40, serial #(B)(4), implanted: 2006 (B)(6), explanted: unknown. Lead: model 3389-40, serial #(B)(4), implanted: 2006 (B)(6), explanted: unknown. Lead: model 3389-40, serial #(B)(4), implanted: 2005 (B)(6), explanted: unknown. Lead: model unknown, serial #(B)(4), implanted: 2006 (B)(6), explanted: unknown. Extension: model 748251, serial #(B)(4), implanted: 2006 (B)(6), explanted: unknown. Extension: model 748251, serial #(B)(4), implanted: 2006 (B)(6), explanted: unknown.

Event description:
Additional information. An x-ray indicated there was a fracture in the lead. There were issues getting insurance to cover a revision surgery, so the surgery had not been performed yet. Additional information also indicates the information regarding high impedances and lead revision in MFR report # 3004209178-2012-00229 pertains to this manufacturer's report. Any additional information regarding these issues will be reported in this report.

Event description:
It was reported that the impedance readings were greater than 2000 ohms. A lead revision surgery was scheduled. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer's report # 3004209178-2012-00229.